Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. The clip delivery system is not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed as air was noted in the left ventricle and left atrium during device use. It was reported that this was a mitraclip procedure treating mitral regurgitation (mr) grade 3. The steerable guide catheter was inserted without reported issue. Following, and while advancing the clip delivery system (cds) into the left atrium (la), air was observed in the la and in the left ventricle. Reportedly, there were no issues or leak noted within the cds or the sgc. The air dissipated and no treatment or intervention was provided for this issue. The procedure continued, implanting this same mitraclip, reducing the mr to <1. There was no adverse patient sequela. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. It should be noted that the reported patient effect of emboli (thrombus), as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported air embolism in this incident cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.